Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products; associated MDR #s: 1225714-2013-01270, 1225714-2013-01271, 225714-2013-01272, 1225714-2013-01273, 1225714-2013-01274, and 225714-2013-01275.

Event description:
The plaintiff's attorney alleged the plaintiff experienced multiple cardiovascular events on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012, after the use of the product.